Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a review of all risk management documents for the product family of the device involved in this complaint (pen needle, difficult/unable to operate & leakage), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. No samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was difficult to operate and leaked. This was discovered during use. The following information was provided by the initial reporter: by using this safety needle, the patient increases the dosage of injecting insulin and adjusting the dosage when he / she goes home. An undesirable situation. Misuse of the insulin safety needle may cause the patient to need more insulin. A materiovigilance report has been made and the following email has been received from pharmacist : (B)(6) reports also announce the introduction of new safety needles for insulin pens with instructions (22 may 2019). In addition to instructions, it also states what can go wrong and how to act. There are some points of attention during administration that are extra important because of the short needles. If too little insulin is suspected and insulin was found on the skin, I think of possible causes: in case of unexpected movement / lifting of the pen, the needle guard is activated too early (if the dose is not yet fully administered, the remainder can still be administered and / or additional glucose control), or; subcutaneous tissue deflects (use another fold). Additional information received from the customer: it has been found that several times a patient needed more insulin. Complaints also come from nurses that after administration, residues of insulin are seen on the needle or skin. It is possible that the needle is not used properly, for that reason first start with training (e-learning) and if necessary via video conferencing.